Event description:
Overdelivery reported. The pump was initiated for home care use to infuse subcutaneous morphine (10mg/ml) at 4mg/h with a 1mg bolus dose available every hr. As pain therapy progressed, the pt began to experience pain. The order was then changed to increase the rate to 5mg/h (date not specified). On june 3, 1998, the pt reported dizziness and the therapy was ordered to be returned to 4mg/h. At approx 10:30am, a home care nurse reprogrammed the pump. At approx 8pm, the pt found "unconscious" by her husband. He noted that the intravenous container (500mg morphine/50ml) was empty. He called 911 and administered cardiopulmonary resuscitation. The pt was taken to the ER and rec'd narcan. She responded quickly, regained consciousness, and was discharged home the following evening (june 4). Upon review of the device history it was noted that pump was inadvertently programmed for 4ml/h when the order was written to decrease the infusion from 5mg/h to 4mg/h. No adverse sequelae were reported. No add'l info was available.